Manufacturer narrative:
The astral device was returned to a third-party service center for evaluation. The reported complaint could not be reproduced. However, review of the device data logs confirmed 'using external power source' alarms while the power source was connected. The reported complaint was due to an improper power cord connection or improper power supply at the hospital facility. The main circuit board was replaced as a precaution. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no harm or serious injury reported as a result of this incident.